Event description:
It was reported that a transmitter battery issue was occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR product was received on 9/4/2025 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-263277 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.